Manufacturer narrative:
Returned device was received in decent physical condition but the o2 knob was chipped and moves freely without stopping. During the evaluation of the device, the issue was able to be replicated. The o2 knob was damaged and causing the issues. This was caused due to the impact to the device. The device was deemed beyond economic repair due to severe internal corrosion. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator had trouble with the o2 knob. No adverse patient effects were reported.